Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and gel leak.

Event description:
Healthcare professional reported "silicone perspiration with color modification" , "yellowing of the right device" discovered during explant surgery, "inflammatory episode on the right breast with redness and heat¿ ,¿presence of intra-ganglion silicone on internal mammary chain¿ found on MRI and ¿2 known nodules on the right side without evolution¿ discovered by ultrasound. Device has been explanted and replaced with another manufacturer's device.